Event description:
Patient had a robotic hysterectomy on (B)(6) 2022 at the surgical hospital since her surgery patient had continued abdominal pelvic pain. On (B)(6) 2023, a CT was obtained when patient presented to the ed and there was concern for a foreign body. Patient was taken to the operating room for a laparoscopic removal of foreign body on (B)(6) 2023. The foreign body was retrieved and identified as a tip cover accessory placed over the monopolar curved scissor instrument used in robotic procedures. The instrument used on (B)(6) 2022 was monopolar curved scissor 8mm da vinci xi serial number (B)(4). The instrument is no longer in our inventory. The monopolar is considered a semi-disposable which can be used up to 10 times. It was utilized again on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022.